Event description:
It was reported that during a roux en y gastric bypass procedure, the surgeon used the device as usual but only half of the cartridge stapled. The distal part of the cartridge cut but did not staple. The surgeon used suture to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/02/2008. Anticipated, but unavailable at this time.